Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Visual inspection was performed. Sample analysis verified the event. Review of service history data revealed previous device servicing did not cause or contribute to the reported event. Upon conclusion of the investigation, the cause of the event was due to deteriorated piston foam, which was scrapped. Should additional relevant information become available, a supplemental report will be submitted.